Manufacturer narrative:
Event date was approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the in the beginning the patient's stimulator worked great and they were pain free. They said after about 6 months of having the therapy they had lost an awful lot of efficacy in a short period of time. They noted it was about 90% of the efficacy lost if not all of it over a week, maybe even instantly. The patient said that he had multiple reprogramming's done on him but this hadn't made things better. Patient services reviewed the option of doing an imaging system to ensure everything was in place. The patient said that he had turned off his stimulation for about 3 days and then turned it back on, they said he barely noticed that the device had helped him when it was on vs off. They asked if that was a long enough time to have the device off to test if he was getting therapeutic benefit from device. It was reviewed that this was a tool that can be used but that length of time was medical decision and the patient was redirected to their doctor. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that no cause of the sudden loss of efficacy was known and reprogramming the ins did not resolve the issue.